Event description:
In 2008, the patient reported that she changed her insulin cartridge yesterday and the insulin "smelled loud." She stated that today her blood glucose was elevated to over 200 mg/dl and she felt tired and "jittery" and she noticed that the insulin cartridge looked empty. The patient thought that maybe the insulin "evaporated." The patient had already inserted a new insulin cartridge at the time of the report. She bolused to lower her blood glucose. Her normal blood glucose range is 110-145 mg/dl. She was instructed to remove the insulin cartridge and she stated that there was insulin inside the cartridge compartment. She patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.